Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a higher than expected thyroid-stimulating hormone (htsh) result, below the normal reference range, generated by unicel dxi 800 access immunoassay system for one patient. The result was reported out of the laboratory but was discordant to the patient's other thyroid results. Subsequent testing of the sample on an alternate dxi instrument produced an even higher result within the normal reference range. The event on this alternate instrument is documented in MDR# 2122870-2012-00569. There was no death or injury associated with this event and patient treatment was not impacted.

Manufacturer narrative:
Beckman coulter (bec) customer product line support (cpls) centrifuged the sample and tested it for tsh. The result was 0.01 miu/l, lower than the customer's results. We could not reproduce the customer's results and could not demonstrate a reagent issue. A pre-analytical issue is probably the root cause of this phenomenon. Beckman coulter recommends customers to follow tube manufacturer instructions in term of clotting time, tube mixing (number of inversions when mixing blood), speed and g force when spinning. In case of similar issue, we recommend customers to transfer the sample from the original tube and re-centrifuge prior to re-test. If result remains the same, customers should send sample as well as archive data file to beckman coulter for investigation.

Manufacturer narrative:
The sample was centrifuged for 10 minutes at room temperature. No other sample related information was provided. Qc results have been within the laboratory's established ranges. The customer sent the sample to bec for additional testing. The investigation is in progress.